Event description:
The facility technician reported the laser shut down during a case. They could not reboot the system. It was reported that even though the surgeon had the laser set on single fire, it shot double shots when activated. When the surgeon attempted to test the laser, it displayed a system message, and shut down. The case was aborted. Additional info from the surgeon stated the case was 50% completed when the system went down. The case was cancelled. The pt outcome was noted as good.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The laser engine was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).